Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 1 opened sample with no suture inside. We have checked visually the open and empty sample received, but we could not see if there were marks of the needle in the foam or not, as this part of the support was missing. However, we assume that this defect was caused in the automatic winding machine during the manufacturing process. One unit was closed without the suture. Taking into account that there are no previous complaints of this code batch, we consider that is an isolated unit, but the whole batch is correct. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the sample received does not fulfil b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the failure in the sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with novosyn quick suture. The client reported that the there was no suture inside one package, it was empty. No patient involvement. Additional information has not been provided.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.